Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, so they powered it off. They powered the pump back on, reviewed settings, and closed the clamp. The pump had no disposable alarm. Troubleshooting was performed and alarm persisted. The event occurred while in use with patient at patient's home. There was no patient harm reported.